Manufacturer narrative:
A partial lead measuring 61.0 cm was returned for analysis. Internal insulation abrasion was noted at 8.2-14.5 cm, 20.3-21.8 cm, and 22.9-23.7 cm from the distal tip. External insulation abrasion was noted at 39.9-40.6 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic in (B)(6) 2018 for a routine follow-up. Chest x-rays were performed and revealed an extrusion in the right ventricular lead. Threshold and impedance measurements were normal during device interrogation. The physician explanted and replaced the lead on (B)(6) 2018. The patient was stable before, during, and after the procedure.